Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during drain 2 of 4 on the home choice (hc). The home patient (hp) forgot to press stop. The technical service representative (tsr) reviewed the disconnect procedure and the hp cycled the power to the se 2367. The hp would complete therapy with manual supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient indicated proper disconnection procedures were not used. Disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per homechoice operator's manual, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.